Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of the transfer set was already opened before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted an opening on one side of the pouch, along the seal, compromising the sterility of the pouch. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.